Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing prior to surgery, it was discovered that the compact speed reducer device was ¿not spinning¿. There were no delays to the planned surgical procedure as an identical spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect serial #: the device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). Device manufacture date was updated to reflect the change.